Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that in (B)(6) 2017 the patient bent over and lifted their husband and ¿they pulled their anchor back,¿ but the leads didn't move. It was reported that the patient had developed a new pain this week. They stated that they were getting a sharp pain right where the leads were on different electrodes. All impedances were under 1000 ohms. It was reported that the patient¿s change in therapy was considered to be a sudden change in therapy/symptoms. It was reported that the event occurred this week (B)(6) 2018. It was indicated that the call was dropped before the patient, physician and device information could be obtained. No further complications were reported/anticipated.